Event description:
A customer reported a tandem mobi cartridge alarm, and although they declined to provide information on whether their blood glucose level exceeded certain thresholds, there was no reported adverse impact. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was instructed on using a backup therapy involving multiple daily injections to ensure insulin delivery was not interrupted. Technical support ensured the replacement pump would have updated software and provided instructions on returning the faulty pump, programming the new device, and connecting it to the cgm. The customer acknowledged and understood all instructions and was informed about the shipping and return process.